Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4). Information indicates that one lead has a problem. It is unknown which of the implanted leads is the concern. See manufacturer¿s report #6000153-2016-00561 for the report on the potential lead.

Event description:
Information received from the patient reported that they had stimulation from their implantable neurostimulator (ins) in an undesired location. Specifically, they never had got stimulation to their back (where needed) and only got it to their legs. In addition the patient noted that the stimulation gradually lessened to the point where it wasn't doing anything for them. The stimulation was turned on and they felt it a little in their legs. They had several adjustments and tried increasing/decreasing the programs without success. There were no falls or trauma reported related to the issue. There were no recent medical tests or emi exposure associated with the issue. The patient's doctor told them that the lead must have moved because they were not getting the therapy to their back but the patient did not confirm a lead migration. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the patient reported that, as steps to be taken to resolve the lack of back pain coverage issue, the lead components will be replaced (probably next summer). It was noted that the patient had a knee replacement on (B)(6) 2016 and the back surgeon was to look into the replacement 3 months after they are healed. The back pain had not resolved at the time of report. If additional information is received, a follow-up report will be sent.